Event description:
It was reported that an ilet user received an ¿incompatible sensor¿ error when attempting to pair a freestyle libre 3 plus sensor with the ilet app; the user then initiated the sensor in the freestyle libre 3 plus app and confirmed it scanned there, which prevented subsequent use with ilet due to the sensor being in use by another device. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included transfer to the sensor manufacturer for replacement assistance. Investigation included technical troubleshooting and user education regarding app deletion/reinstallation and sensor pairing requirements. Investigation of this case revealed that the sensor had been started on a different application, resulting in incompatibility with the ilet system for that sensor session. It was concluded that the event resulted from use of the sensor with another device, and the ilet system functioned as designed.